Event description:
It was reported that a patient who had an initial left shoulder implanted on (B)(6) 2022, had their reverse shoulder removed for infection. The surgeon put in a definitive spacer using our stem, replicator plate, torque screw and humeral head. The patient was last known to be in stable condition following the event. Product not returning as it was disposed of by the facility.

Manufacturer narrative:
Device serviced by a third party?: no device returning as it was disposed of by the facility. Concomitants medical products: 320-15-01, 7327696 - eq rev glenoid plate; 320-42-00, a001741 - equinoxe reverse 42mm humeral liner +0; 320-10-00, a010020 - equinoxe reverse tray adapter plate tray +0; 320-15-05, a024320 - eq rev locking screw; 320-20-00, a014148 - eq reverse torque defining screw kit; 300-01-15, 7070989 - equinoxe, humeral stem primary, press fit 15mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely patient conditions. These devices are used for treatment not diagnosis.